Manufacturer narrative:
The reported event of failure to connect was confirmed. The device voltage was above its elective replacement indicator (eri) upon receipt. An assessment of the total projected longevity was performed and the device was found to have appropriate remaining longevity. Analysis found that the right ventricular (rv) setscrew was missing, consistent with having occurred during the procedure. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues.

Event description:
It was reported that the lead could not be inserted into the header of the device. A different device was successfully implanted to resolve the event. The patient was stable and there were no adverse consequences.